Event description:
It was reported that the ventilator did not switch to battery operation. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. 10 attempts were made to switch the ventilator to battery operation. The ventilator correctly switched to battery operation. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There are no indications of ventilator malfunction. The root cause of the reported event has not been determined.